Manufacturer narrative:
A manual bolus was programmed and then suspended. The suspend feature functioned properly during testing. No unexpected bolus anomalies were noted during testing. The pump passed the self test, off no power, unexpected restart error, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The operating currents were within specification. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, broken battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump did not stop when they attempted to stop a bolus from delivering. The customer declined to troubleshoot for the issue. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.